Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed a hole in the sample tubing (sheath tubing to flow cell) which connects to y fittings on each side of pinch valve vl46b. The fse replaced the tubing to resolve the leak and repair was verified per established procedures. Failure mode is attributed to a hole in sheath tubing to flow cell. (B)(4).

Event description:
The customer reported fluid leak of approximately 40 ml from the coulter lh 750 hematology analyzer while running startup. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.